Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that difficulty tracking over the guide wire occurred. A 8 x 3.00mm promus premier¿ stent and a 38 x 2.50mm promus premier¿ stent were used in the procedure. The physician reported difficulty with the devices 'sticking' on an unspecified wire; however, one device was able to be removed from the wire while the other device was removed with the wire. The procedure was completed with a different device no patient complications were reported and the patient¿s status is fine. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device is a combination product. (B)(4). The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon. A visual examination of the shaft polymer extrusion found the inner lumen within the balloon section was damaged. At the distal end of the inner there was evidence of excessive compression of the lumen wall (accordioned) and at the proximal end of the inner there was evidence of stretching and necking. This necking was visually apparent and is most likely the cause of the device becoming stuck on the guidewire. The procedure guidewire was returned with the device for analysis and efforts to remove the guidewire from the device were unsuccessful. The returned guidewire was measured distal to the distal edge of the tip. The type of damage that was caused most likely occurred by the use of excessive force on the shaft. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).